Event description:
As reported by an affiliate, the hub of a 2.5 x 18 mm cypher select plus was discovered to be cracked when it was taken out of the packaging. The device was not used on a pt.

Manufacturer narrative:
The device has not yet been returned, but the return of the device is anticipated. Additional info will be submitted within 30 days of receipt.